Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
(3 of 3) it was reported during a wrist fusion surgery the surgeon was in the final turns of inserting the screw when the stick fit driver tip broke. The surgeon used a cannulated mini driver to finish driving the screw, but in the final turn the driver tip broke. The surgeon removed the broken piece of the driver tip. It was also reported the surgeon looked under the fluoro to determine the head of the screw was buried enough and ended the procedure after a one or two-minute delay. There were no other adverse patient consequences reported. There are 3 related report numbers for this event 3025141-2024-00303 through 3025141-2024-00305.